Event description:
The user facility reported to terumo cardiovascular group that during cardiopulmonary bypass they experienced a plasma leakage from the gas outlet port of the fx25 oxygenator. This was observed as foam with a slight red tinge. The event occurred during the last thirty minutes of a seven hour procedure. No known impact or consequence to patient. Product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code 11.